Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 125 mg/dl at the time of the incident. Customer states the drive support cap appears normal (recessed). The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to confirm compromised forced sensor system alarm, motor error alarm and unable to perform displacement test, basic occlusion test, occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The motor was tested outside of the device and passed. Unable to perform prime test and excessive no delivery test due to loose/protruded drive support disk.